Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury. Device issue: shaft separation. It was reported that when the device was being prepped, it was noted that the balloon was missing. It appeared that a balloon was never put on the catheter during manufacturing. There was no patient involvement. No additional event or pt info is available. This is being reported based on analysis of the returned device which revealed that the inner member appeared separated and was not returned.

Manufacturer narrative:
Product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned without any blood visible. There was contrast visible in the hub. There was no balloon attached to the stent delivery system (sds). There was a kink in the shaft, 1.8 cm proximal to the mid lap joint. The edge of the proximal seal was jagged. The inner member was separated 2.5 cm proximal to the proximal seal. The edge of the proximal seal was jagged. The protective sheath was not returned. There was no other damage noted to the sds. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.